Event description:
It was reported that a patient presented with competitive atrial pacing noted on the patient's implantable cardioverter defibrillator. This resulted in a true arrhythmia. Corrective programming changes were made. The patient was stable throughout.

Event description:
New information received notes that the patient had experienced a ventricular tachycardia episode which was not able to be converted with initial anti tachycardia pacing. Later shock from the device was able to terminate the arrythmia. Upon arrival to the emergency department, pacemaker medicated tachycardia was noted. No further information was reported.